Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update (B)(6) 2016: der received. The patient was revised on (B)(6) 2016 for pain. The taper sleeve is being added to the complaint.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient suffered ongoing hip pain and exposure to metal ions.